Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 431 mg/dl and 327 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer had no symptoms related to high blood glucose level. Customer stated that the insulin pump had no delivery alarm with manual prime and the issue was resolved by changing the reservoir set. The insulin pump will be returned for analysis.